Manufacturer narrative:
The unit did not have a button error alarm. The unit had unresponsive buttons due to moisture damage on the keypad. The unit was unable to perform the displacement test due to unresponsive buttons. The unit had a corroded lcd board. There was no corrosion noted on the motor assembly. The unit had a cracked reservoir tube lip and a minor scratched lcd window. (B)(4).

Event description:
The customer's mother called in to report a button error alarm and a beeping noise because the device was dropped in the lake. The customer's blood glucose level was 250 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.